Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.0 x 150mm, 75cm mustang balloon catheter was advanced for dilatation. However, on the third inflation at 10 atmospheres, the balloon ruptured. The device was removed without issue and the procedure was completed with a different device. No patient complications were reported.